Manufacturer narrative:
Because the device was not returned, no physical investigation of the device could be performed. Based on the information provided, the cause of the reported dissection could not be confirmed.

Event description:
Complaint reported that a 5.0mm gpscath balloon dilatation catheter was used to dilate in-stent restenosis of the distal most 4th stent in the right sfa of a pt. The catheter was pulled back and the angiogram via an acist power injector produced an impressive angiographic image with significant contrast savings during injection with the power injector (4.6cc vs 16cc). One stent was placed inside of the distal most stent and a 6mm gpscath (lot p11011301) was used to post-dilate. The catheter was pulled proximally and another angiogram via the acist power injector produced another impressive angiographic image using 7.9cc of contrast instead of 12cc. One last angiogram through the sheath was taken and it was observed that there was virtually no flow down the leg and clot was found. Thrombolytics were used to lyse the clot that was present. The 5mm gpscath was then re-inserted and inflated 4 times to 6atm with limited success. The physician restented the length of the sfa and post-dilated with a 200mm angioplasty balloon (5 stents total). The physician commented that it could not be determined if the pt was hyper-coaguable and thrombosed, guidewire manipulation caused a dissection which limited flow, or partial balloon inflation during angiogram via power injector caused a flow-limiting dissection.